Event description:
According to caregiver, pts right leg was hanging in between bed rail and mattress. The caregiver failed to notice this and she dropped the side rail on the pt's right lower extremity.